Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings:the pump display screen was noted to be dim and discolored with a pinkish coloration. Unrelated to the complaitn, the bolus button was found to be damaged/punctured. The button was still responsive but was difficult to press; when removed the bolus button slug was found to be misaligned. Also unrelated, the keypad was observed to be thinning. The contrast button as unresponsive to presses and the up and down arrow buttons were intermittently responding to presses; the keypad was removed and contamination was observed under the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.